Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle precision neo meter were reviewed, and the dhrs showed the freestyle precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a delivery delay with a replacement adc device. The replacement device was issued as it had been reported that the meter was dropped and broken. Due to delivery delay, on (B)(6) 2022, the customer had no device to monitor glucose with, developed symptoms of hypoglycemia and had a seizure, and lost consciousness, and was provided an injection of insulin by hcp for treatment. There was no report of death or permanent injury associated with this event.